Manufacturer narrative:
Two samples were returned for evaluation. These two devices were manufactured with v-shaped neck flanges and removable swivels. Each device appears to have different stages/types of contamination. Both found to have dark colored contamination under the swivel connector and inside the cuff, as well as a pink-colored contamination inside the airway line. The rerported customer complaint has been confirmed. The photographs provided by the customer and the returned devices were assessed and reviewed with a member of the smiths medical microbiology department and with the product manager & clinical resident for difficult airways. The investigation could not determine the type or source of the contamination that was present. It may be likely that the set up and cleaning instructions provided in the instruction for use (IFU), were not followed. Since the swivels on the two samples are removable, it is unclear as to why there would be contamination present under the swivel, unless the cleaning instructions listed in the IFU was not followed. Another cause for contamination occurring would be if the product was not adequately dried before being stored per the IFU. However, without any further information regarding the cleaning method and storage conditions, the problem source could not be identified with certainty. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that mold was found in a smiths medical portex® bivona® tracheostomy tube. The trach tube was returned for analysis. There were no reported adverse patient effects.